Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The customer is pregnant. The customer's blood glucose was 9 mmol/l. They were advised that the insulin pump needs to be replaced and they need to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. No button error alarms noted and all buttons function properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.